Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with an extrafit stem on an unknown date and fell during walking resulting in prosthetic neck fracture. A revision surgery was performed three days after.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant breakage event description: patient was implanted with an exafit stem on mar 11, 2003 and fell while walking on (B)(6) 2018 resulting in prosthetic neck fracture. Revision surgery was performed on (B)(6) 2018. Review of received data: 1 low quality undated ap view x-ray of right hip was received. The cemented femoral stem is seen to be broken at the neck. Acetabular shell is observed to be fixed with one screw. Inclination angle of the shell cant be observed based on the x-ray. Device analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap dfmea: - fracture of implant/cement mantle due to insufficient fatigue strength => possible: the geometry of the impaction hole at the neck of stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. - fracture of implant / failure of component due to patient disregards limits of the device (high patient activity) => possible: it is unknown whether the patient disregarded the limits of the device. - fracture of implant / failure of connection between components due to general corrosion (crevice, pitting, galvanic) => possible: product is not received, cannot be excluded. - fracture of implant due to damage of stem during implantation => possible: product is not received, cannot be excluded. - fracture of implant due to notching due to impingement between cup and stem neck due to malpositioning of components => possible: product is not received, cannot be excluded. - fracture of implant due to notching due to laser marking in high stressed implant areas => possible: product is not received, cannot be excluded. Conclusion: patient fell while walking on may 14, 2018 resulting in stem neck fracture. Revision surgery was performed on may 17, 2018 after 15 years 2 months invivo time review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Root cause is inappropriate design issue. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. Therefore, a possible material related issue can be excluded in addition to the fact that the product was not received for the investigation. However, the fall that patient had and the high bmi of the patient (bmi=41.8) might have also contributed to the final failure of the stem the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change in the event description.

Event description:
It was reported that a patient was implanted with an exafit stem 4.2 8/10 .2 8/10. Subsequently, approximately 15 years post implantation the patient underwent revision surgery due to pain and fracture of the stem. It was also reported that the patient fell while walking and this caused the implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. Corrected and additional information is filled in the follwing fields: additional: a1, a2, a3, correction: b4, b5, d6, d11, g4, g7, h10 concomitant medical products according d11: item: hd alumine cone 8/10 d28/+3.5 item#: 15132807 lot#: m1629 investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). .